Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009 with a medtronic 6944 ventricular defibrillation lead. Impedance tests were performed, and subsequent measurements showed high ventricular pacing impedance and open continuity results on both defibrillation coils (rv and svc). Shock impedances were then measured through low energy shocks with different shock vectors, showing normal values. A medtronic technician (present during implant) explained that this type of lead has a very high intrinsic impedance value. Other tests were performed with high pacing output (7.0v-1.0ms) showing lower impedance values and normal continuity. A technical explanation is requested about the impedance/continuity measurements discrepancies observed when changing the pacing output values and the test rate.

Manufacturer narrative:
December 14, 2009 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.